Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that the stapler in a sleeve gastrectomy case dragged (tissue slippage) while firing and it came out of the tissue creating malformed staples, and it cut without stapling. The staple line was interrupted. There were no patient consequences reported.